Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by ssu service technician and the position of the batteries in the unit were swapped. The unit was tested to factory specification and safety tested. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) hospital, boston, ma, for cardiohelp unit (B)(4) the hospital reported that as the unit turns on a massage appears stating "battery 2 needs service". (B)(4).